Manufacturer narrative:
Cancel MDR, this was submitted in (B)(4).

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter separated after placement. The patient had a bd24g indwelling needle placed in the dorsum of his right hand on (B)(6) 2025 at 15:00, and at approximately 9:20 on (B)(6) 2025, he was found to be missing the hose at the anterior end of the entry vessel. Radiographs, CT, ultrasound, and cardiac ultrasound were performed and no foreign body was found.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.